Event description:
It was reported by service report that the left lock bar strut was cracked and the lock mechanism failed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lock bar strut, lock cross-bar.